Event description:
It was reported that a spectrum pump had an issue of delivery out of tolerance. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'delivery out of tolerance' was not reproduced. The device to flow line for a flow rate over time and the device passed. The reported problem 'delivery out of tolerance' could not be confirmed through the event history log (ehl) review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.